Event description:
Report rec'd of an over-delivery. The pump was programmed in the continuous + pca mode to deliver 5mg/ml of morphine at a continuous rate of 1mg/ml with a 1.0mg pca dose, 10 minute pt lock out and a 24mg 4-hour limit. Three recovery room nurses reportedly verified this programming. The pump was unplugged and the pt was transported from the recovery room to the floor. When the pump arrived on the floor, the pump gave a loud beep and three "p's" were noted on the pump display. This was followed by the pump "turning off on it's own". The pump was reportedly plugged into ac power and was "reprogrammed with the same settings". After an unspecified length of time, the nurse found the pump programmed with a 1mg/ml drug concentration instead of the intended 5mg/ml. There was no reported adverse pt effect. No medical interventions were requried.